Event description:
It was reported by the customer that they responded to a pt call who had stopped breathing. The local fire dept was also dispatched to the scene. Arrival time of the two crews was within three minutes. The pt was already in cardiac arrest upon their arrival. CPR was initiated, and the device was connected to the pt. The device continued to prompt "connect electrodes" with a set of kendall defibrillator pads (unk exp date) attached. A new set of kendall defibrillator pads (unk exp date) were connected, with the same failure observed. At that time, the fire dept's device was placed on the pt. It is unk what type of device and pads they had, but it is known that they were not physio-control brand. At that time, the pt had a non-shockable rhythm. CPR was continued and the pt converted into a shockable rhythm. Defibrillation was delivered and CPR continued until a pulse was regained. The pt was delivered to the hosp, where it ws confirmed that she had suffered a drug overdose. The pt is in a stable state.

Manufacturer narrative:
(B)(4): physio-control evaluated the device, however, the reported failure was not verified nor duplicated. Proper operation was observed through functional and performance testing, and the device was returned to the customer for use. The cause of the reported failure could not be determined.